Event description:
The physician reported that during the procedure, the ruby coil had resistance approximately 10 cm form the distal tip of the slim catheter. The slim catheter was removed after resistance was felt and another catheter was used for the remainder of the procedure without further incident.

Manufacturer narrative:
Results: it appears that the coil was damaged, exposing the stretch resistant (sr) wire approximately 0.8 cm at the proximal end. The coil also appears to be kinked. The pet-lock is still intact on the proximal end of the pusher assembly. Conclusions: the device was returned for analysis. The complaint indicates that there was resistance felt when the coil was approximately 10 cm from the distal tip of the pxslim045 microcatheter. During evaluation, the coil was introduced through the hub of a demonstration pxslim microcatheter and advanced distally out the tip of the catheter without issue. Based on the observations made during the device evaluation and the description of the event, it is possible that the catheter lumen may have been compromised in anatomy, creating friction between the coil and the catheter when attempting the advance the coil through the catheter. However, the catheter was not returned and therefore this cannot be determined. The damage to the coil likely occurred during removal of the coil from the catheter. This MDR is associated with MDR 3005168196-2013-00467